Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote monitoring transmission, artifact was noted. When the patient came to the hospital a few days later, the noise was able to be reproduced when provocative maneuvers that involved the pectoral muscles were performed. Reprogramming was performed to change the sensing vector as there no noise when programmed to bipolar. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.